Event description:
Event description guidant received information that during an elective upgrade procedure from a pacemaker to a cardiac resynchronization therapy defibrillator (crt-d), the right ventricular lead dislodged while the pocket was being sewn shut. The patient is pacemaker dependant and attempting to pace using the right atrial and left ventricular lead alone was ineffective.